Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing blood glucose of 200-300 mg/dl for the past 2 weeks. She bolused through the infusion device to lower her blood glucose but her readings increased again in a short time. She believes the infusion device delivers too little insulin. Her normal blood glucose level is 80 mg/dl. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.